Manufacturer narrative:
A sample product was no returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the injector. Another lens was implanted instead. There was patient contact but no harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).